Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision procedure due to an unknown reason.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision procedure due to an unknown reason. Additional information stated that the patient was well postoperatively. Unable to return explanted device due to hospital policies.